Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device would not power on. Physio determined that the cause of the reported issue as well as the device not powering on was due to a shorted and burned capacitor, designator c76, on the digital pcb assembly. The shorted and burned capacitor had damaged the digital pcb assembly and depleted the devices internal hybrid layer capacitor batteries and charge-pak.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.